Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there were creases in tubing and the pump was alarming because no drug was getting from the cassette to the pump and through the line. The patient was delayed slightly in replacing their medication cassette as they had to waste a significant amount of cassettes and lines trying to find one that worked. Luckily they did not go without treatment for very long, however there was potential for significant harm if they hadn't replaced the cassettes and lines with ones that actually worked.